Event description:
It was reported that since 2006, the pt has been hearing disturbing noises. With time, in addition to the sound distortions, there were also temporary cut-outs of sound. The external equipment has been exchanged but without any improvement of the situation. Testing showed that on occasion the device was not functioning to specification.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.